Manufacturer narrative:
Event summary: as reported, during a procedure involving a peripheral angiogram on a patient with bilateral iliac stents, the tip separated from a flexor high-flex ansel guiding sheath upon removal of the device. The iliac stents had reportedly been in place for years. Access was obtained in the right femoral artery. The anatomy was not tortuous, calcified, or scarred. Resistance was reported upon removal of the sheath, which separated at the tip as it was pulled back over the bifurcation. The dilator was not reinserted prior to removal and was not in place at the time of tip separation. An unspecified wire was in the lumen of the sheath at the time of the event. The separated portion of the device was unable to be snared from the patient; therefore, an open surgical procedure was performed to retrieve the fragment. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which warn, ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal,¿ and, ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ based on the available information, cook has concluded that unintended user error contributed to this failure mode. The dilator was not reinserted by the user prior to removal of the device. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
It is unknown if the device will be returned. Occupation = cath lab manager. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure involving a peripheral angiogram on a patient with bilateral iliac stents, the tip separated from a flexor high-flex ansel guiding sheath upon removal of the device. The iliac stents had reportedly been in place for years. Access was obtained in the right femoral artery. The anatomy was not tortuous, calcified, or scarred. Resistance was reported upon removal of the sheath, which separated at the tip as it was pulled back over the bifurcation. The dilator was not reinserted prior to removal and was not in place at the time of tip separation. An unspecified wire was in the lumen of the sheath at the time of the event. The separated portion of the device was unable to be snared from the patient; therefore, an open surgical procedure was performed to retrieve the fragment.